Manufacturer narrative:
Healthcare professional (hcp) does not attribute overfill events to homechoice cycler but to staff error. Hcp states that the homepatient (hp) was connected to device for several hours before treatment was initiated, contrary to proper procedure hcp reported the cycler was turned off and back on while hp was connected, and then advanced through setup phase and priming sequence. As a result of this incident, hcp reports that staff ahve been retrained on proper setup procedure. The device was evaluated at the manufacturing facility. Review of device eventlog for therapy on 12/20/97 confirmed the patient drained 6188ml during the initial drain, however, no data was available prior to initial drain from the eventlog. Data from evenlog confirms that on 12/22/97, device had been setup through priming at the display of "connect yourself" for 6 hours 22 minutes without treatment initiation. Device eventlog confirms hcp's report that the cycler was turned off and back on, and then advanced through the setup into the priming sequence. A one hour test therapy was completed and no problems were encountered. Results from the test treatment indicate the device was functioning properly and within design parameters. Please see the attached correspondence mailed to homechoice customers regarding overfill events. Inapril of this year, baxter healthcare personnel met with FDA to investigate overfill issues associated with peritoneal dialysis cycler devices. This committee determined tht user errors contributed to these incidents. These user errors resulted in overfilling of the peritoneal cavity due to free flow of fluid as well as improper delivered fill volume. As a result of the interactions with the FDA, co reviewed the homechoice system and modified the patient at-home guide to increase awareness of those aspects of therapy where there is potential for user error which could result in an overfill event. Co has also taken this opportunity to re-emphasize the importance of carefully monitoring patients who report abdominal discomfort or who are unable to communicate essential information during treatment. Important information for homechoice users: the following information is intended to remind users of homechoice of important procedural information to refer to when programming, setting up and using the homechoice. Adhering to these recommended procedural guidelines will prevent uncontrolled flow of fluid from one bag to another and/or to the patient. Uncontrolled flow of fluid could result in a patient being overfilled with solution. An overfill may result in a feeling of abdominal discomfort, and in some cases may cause injury. Additional care should be taken for those patients not able to communicate essential information to the caregiver during treatment. If any patient or patient caregiver suspects the patient has been overfilled, press stop immediately, arrow down and initiate a manual drain.

Event description:
Healthcare professional (hcp) reported that homepatient (hp) was admitted to hosp on 12/19/97 due to a stroke. Hcp reported 2 incidents (12/20/97 and 12/22/97) in which pt reportedly "overfilled" with 5 liters of fluid during hospitalization. Per hcp, manual exchange performed with each event and 5 liters drained out each time. Hcp states that she does not attribute homechoice device to incidents of pt overfill but the result of staff error. Hcp also states that there was no pt injury or medical intervention required.